Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced a low and high blood glucose events and the the insulin pump alarmed stuck button. The customer¿s blood glucose was 400 mg/dl at the time of incident and treated. Customer stated that the insulin pump had a stuck button alarm. Stuck button troubleshooting was performed and customer was unsure if the insulin pump button was pressed down for 3 minutes or longer and confirmed that it was not exposed to a change in altitude. Customer reported a high and low blood glucose events. Customer reported that he woke up with a blood glucose reading of 250 mg/dl on (B)(6) 2018. Customer treated with insulin pump and food and glucose tablets for low blood glucose reading and declined troubleshooting customer also reported that he received a change sensor and calibration error, troubleshooting was performed and completed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test. All buttons functioning properly. No damage in the keypad assembly noted. Connector on printed circuit board was inspected and properly connected. Unit passed self-test. Unit was received with cracked retainer, minor scratched display window, fading serial number label and scratched case.